Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etlw1613c124ee; etcf3636c49ee.

Event description:
Heli-fx endoanchors and an endurant cuff were implanted in an endurant stent graft system due to concern for late failure for the treatment of a 9.9cm abdominal aortic aneurysm with a 24degree proximal aortic neck angulation. The aortic diameter was 2.5cm at 0.1cm, 3.6cm at 1cm, 4.2cm at 1.5cm and 4.7cm at 2cm below the lowest renal artery. There was diffuse thrombus at the seal zone. It was reported that the patient presented with back pain and shortness of breath approximately 2 years post the index procedure. A CT confirmed ruptured abdominal aortic aneurysm after expansion of the aneurysm by 2cm. Patient was admitted to hospital for a conversion to open repair. The patient suffered cardiac arrest during surgery. Resuscitation attempts were unsuccessful and the patient expired.

Manufacturer narrative:
Correction: other relevant device: sa-85; s/n: unknown; use by date: unknown; upn # unknown was reported incorrectly in regulatory report # 2953200-2018-00151; endurant product # unknown; s/n: unknown; use by date: unknown; upn # unknown should have been reported instead. If information is provided in the future, a supplemental report will be issued.